Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and sensor updating. The customer treated with food. Customer's blood glucose value at time of incident and current blood glucose value was 53 mg/dl. Customer declined to troubleshoot low blood glucose. Customer stated they had error message and sensor updating. The product was not returned for analysis.